Event description:
It was reported that the pt's wife stated that the pw200 worked for 3 weeks and all of a sudden, it stopped working. A water suction test was conducted and the system suctioned as purposed. Caller is outside of the 60-day replacement policy window, and no replacement can be issued but the caller is wanting to have the unit replaced since it stops suctioning every now and then. Advised caller that she would need to purchase an acc kit and have the kit tsd when it arrives and if it does not resolve the intermittent suctioning the pw200 may need to be replaced. Caller balked at the fact that lms is requesting that the replacement kit needs to be replaced first. Says the pwmx30 needs to be longer and the acc kit tubing needs to have a stopper on the end so when the canister needs to be emptied the liquid does not spill out. Says that she is going to tell her associates that the pw system is not a good investment. It's unclear if lot number was requested. Used with male wicks. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Pt's wife (B)(6) reporting that the pw200 worked for 3 weeks and all of a sudden, it stopped working. A water suction test was conducted and the system suctioned as purposed. Caller is outside of the 60-day replacement policy window, and no replacement can be issued but the caller is wanting to have the unit replaced since it stops suctioning every now and then. Advised caller that she would need to purchase an acc kit and have the kit tsd when it arrives and if it does not resolve the intermittent suctioning the pw200 may need to be replaced. Caller balked at the fact that lms is requesting that the replacement kit needs to be replaced first. Says the pwmx30 needs to be longer and the acc kit tubing needs to have a stopper on the end so when the canister needs to be emptied the liquid does not spill out. Says that she is going to tell her associates that the pw system is not a good investment. It's unclear if lot number was requested. Used with male wicks. Unclear if medical intervention was provided. No additional information provided.